Event description:
It was reported to nova biomedical on (B)(6) 2010, that sometime after (B)(6) 2009, the consumer experienced a hypoglycemic event requiring emergent food intake of orange juice. The consumer did back-to-back tests getting results of 140 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 60 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. It was also revealed that the consumer used the same drop of blood when doing the back-to-back blood glucose tests. The consumer was educated on these directions for use at the time of call. Meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.